Event description:
It was reported that the patient developed an infection. The recharge free snm ipg and tined lead were removed from the patient. There were no additional complication reported as a result of this event.

Manufacturer narrative:
Block g4 product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d4: UDI for concomitant product, tined lead: (B)(4).